Event description:
It was reported that intra-operatively, the physician attempted to place a right atrial (ra) lead, however, when the lead reached the atrial appendage the thresholds were high. The lead was removed and a passive lead was attempted in the atrial appendage, but thresholds were high. A third ra lead was placed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.